Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen (2000 mcg/ml at 500 mcg/day) via an implanted pump. It was reported that the patient was having an exchange of their existing pump due to normal eri (elective replacement indicator). As the hcp was opening the pocket, a liquid was noticed in the pocket and the pocket site looked to have a possible infection. Cultures were taken to see if it was an infection. The patient showed no signs and blood work was normal. The hcp flushed the pocket out with antibiotics and was going to be starting the patient on antibiotics. A new pump was placed. The were no environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event.